Event description:
The pt was revised to address osteolysis with loosening of her acetabular component, as well as her femoral component.

Manufacturer narrative:
Update: additional medical records were received by clinical research and forwarded to customer quality. The revision operative reports indicates that the patient was revised to address osteolysis with loosening of her acetabular component, as well as her femoral component. The devices associated with this report have still not been returned. A complaint database search, again performed, finds no other reported incidents against the provided product and lot combinations since their release for distribution. The additional patient records have been examined. There is no evidence found in the patient records that suggests the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.